Event description:
It was reported that the patient presented to the emergency room with symptoms of heart failure. The right ventricular lead was discovered to be oversensing noise. During lead revision, the lead was unable to advance the stylet and fracture was noted. The lead was capped on (B)(6) 2024 and successfully replaced. The patient was stable and asymptomatic.